Manufacturer narrative:
Due to device malfunction during surgery, it was determined that this event is reportable. There were no patient injuries in this incident.

Event description:
During a fat-grating procedure, the lipofilter was activated to remove the tumescent fluid but a malfunction caused all the fat to be evacuated into the non-sterile waste collection canister, ruining the procedure.